Event description:
Patient scheduled for right lower extremity balloon angioplasty with angiogram. Intra-operative after balloon placement, c-arm failed. Multiple attempts to restart/reboot c-arm failed. Patient closed with a plug; may need to return for repeat angiogram to confirm placement. Vital signs stable.